Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error2 message on their one touch ultra 2 meter. The patient mentioned that she first noticed the error 2 message at 9:30am. Since then she was unable to test her blood glucose and withheld her insulin because she did not know what her blood glucose reading was. The patient mentioned that at 11:50am after the alleged issue began she developed symptoms of sweating and feeling weak. The patient did not seek any medical attention or contact their physician due to the alleged issue. The power button did not power on by pressing the power button. The patient was using the correct test strips. The alleged issue was not resolved. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue the patient was unable to test and later developed symptoms suggestive of a serious injury.